Event description:
It was reported that the patient had "seizures" during programming. The patient had concerns regarding how to manage this "side effect". If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2012-01638.

Manufacturer narrative:
Neurostimulator model # 37602 serial # (B)(4) implanted (B)(6) 2012 explanted unknown; extension model # 7482a66 lot # nhu184904v implanted (B)(6) 2012 explanted unknown; lead model # 3389s-40 lot # v838904 implanted (B)(6) 2012 explanted unknown; lead model # 3389s-40 lot # v838904 implanted (B)(6) 2011 explanted unknown.